Event description:
The resident was transferred from a wheelchair to a bed with assistance of two caregivers. When the resident leaned to the right side the shoulder sling clip detached. As a consequence of the event the resident fell on the floor. The patient sustained the head injury requiring a bandage and first aid measures.

Manufacturer narrative:
Additonal information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was informed about an event involving arjo's passive maxi move lift and sling. A patient was transferred from a wheelchair to a bed with the assistance of two caregivers. In the middle of a transfer, the patient leaned to the right side and the shoulder clip detached from the device spreader bar causing the resident to fall on the floor. The patient was sent to the emergency room to be examined. The patient sustained a head injury requiring a bandage and first aid measures. The sling and the lift were inspected by the arjo technician after the event. The lift was in good working condition. The sling inspection revealed that the sling used during the event was aged and had grey clips. Based on the date on sling clip we can state that sling was manufactured in nov-2004. During the interview, the customer stated that the staff did not check the sling clips before the transfer. The expected service life for sling is 2 years, and the shelf life is 5 years. The instruction for use of the clip sling stated that before and after every use the caregiver should check the sling for signs of any deviations. The instruction for use for maxi move device contains information that: ¿caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ the cause for the clip detachment in this case could not be defined. The event happened in the middle of the transfer, there was no sudden movement of the patient observed, and the caregiver did not pull or repositioned the sling or the patient during the event. Additionally, the lift testing did not reveal any malfunction, which might lead to clip detachment. The customer was aware that the sling with the grey clips had exceeded its useful life, nevertheless the sling was used during the event. Moreover, the staff did not check the clips prior to transfer. Therefore, the customer received additional training, and stated that the sling with the grey clips was removed from use. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.